Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box and alarm history showed consecutive cs054/cs052/cs012 call service communication error alarms occurred. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump ez-prime steps were performed correctly with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of cs 012 call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.